Manufacturer narrative:
The heartstring iii device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The tension spring assembly, the anchor tab and the seal were not returned. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, three heartstring iii seals failed to load properly. A fourth replacement device was used to complete the procedure. The hosp did not report any pt effects. Refer to MFR report #'s 2242352-2013-01242 and 2242352-2012-01385 for the related reports.